Event description:
It was reported that the patient had died several years ago. The nurse stated that the death was not related to seizures and the patient was very ill and died in the intensive care unit. Reporter could not remember any other details. The relationship to vns is currently unknown. Attempts for further information have been unsuccessful to date.